Manufacturer narrative:
A dual lumen plastic port with 3.5" of white catheter tubing attached to the metal port stem and a second, free segment of tubing were returned for evaluation. Initial examination showed an indeterminate number of needle punctures present in the right port septum, while the left port septum was relatively free of needle sticks. A catheter lock was not present, revealing multiple small percentage holes in the tubing fitted over the port stem. A gradual curve was present throughout the length of the catheter tubing. The proximal lumens of the catheter appeared compressed out of their normal shape. Tactual inspection of the catheter segments revealed no elongated or deformation of the tubing. Patency of both port lumens and each catheter segment was established by flushing and aspirating water through each lumen with a 12cc syringe fitted wtih a 19 gauge non-coring needle or a blunt connector. The port and attached catheter segment were leak tested by occluding the catheter's distal tip and pressuring the port/catheter assembly with a water-filled syringe. Multiple leaks were obeserved at the holes located in the catheter tubing attached to the port stem. The catheter fragments matched when mated at the break site. The edges of these sections have flat, rough surfaces which suggest blunt dissection rather than severing with a sharp instrument. The oval cross sections of the broken ends were measured using a microscopic micrometer. The longest part of the proximal segment's distal face was .126 inches from end to end, with an oval width of .101 inches. The longest part of the distal segment's proximal face was .122 inches from end to end, with an oval width of .091 inches. The compressed lumens, rough edged faces, and "v" shaped impressions to the outer diameter indicate a clavicle/first rib compression fracture, a complication associated with the medial placement of the catheter in the subclavian vein. Microscopic examination of the catheter at the superior port stem showed three holes forming a longitudinal line and two smaller holes separation by a thin silicone strand. Each edge appears even, while each hole is markedly different in size. On the inferior port stem, three holes formed a longitudinal line. One hole appeared circular and the others were narrow. The edges of these holes were irregular. Slight indentations were observed in the outer diameter around the immediate areas of both sets of holes. The metal port stem contains small scratches which roughly correspond to the holes in the tubing; however, a relationship between the stem irregularities and the tubing damage cannot be confirmed. The two groups of holes being situated opposite each other, combined with the outer diameter impressions, suggest application of mechanical pressure such as atraumatic clamps to the tubing itself or to the catheter lock.

Event description:
The port was placed 8/21/96. About 1 week prior to removal, it was reported that there were problems accessing the port and it was decided to remove the port. Upon removal, it was discovered that the catheter had fractured approx 2" distal to the port stem.